Event description:
A consumer implanted for spinal pain reported they weren't sure if the implant was working so they called the manufacturer¿s representative (rep) and were told maybe the implant needed to be recharged because even when they turned stimulation up, they had no stimulation sensation which started on (B)(6) 2016. The patient programmer (pp) was used to confirm the implant was on, had a full charge, and was currently set on group a, program 1, and at 0.8 volts. Stimulation was then increased to 1.4 volts which allowed the consumer to feel comfortable stimulation in the lower legs but it wasn't where they were supposed to feel it which was in the lower back and upper legs, but they didn't have another group to try.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.